Manufacturer narrative:
Model number/catalog number: sc-8352-70, serial number: (B)(4), batch/lot number: 18560719, model/catalog description: coveredge x 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting the relief he wanted. The patient underwent an explant procedure.